Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was 117mg/dl at the time of the incident. The customer reported that the display did not return after inserting new battery. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was received with blank display. After disconnecting the electronic assembly stack and reconnecting the electronic assembly stack, unit power up properly. Problem isolated to electronic assembly. Unit was received with cracked case at display window corners, display window and battery tube threads. Unit received with minor scratched display window and case.